Event description:
(B)(4). Since I've gotten essure in 2009, I've experience many issues that I've never connected to assure until recently. Many doctors seemed to thinking I was making things up! My side effects include off the top of my head; insomnia, hair loss, weight gain, cramps, sharp pelvic and stomach pain, discharge, endometriosis, hot flashes, recently I got uterine fibroids, last year I was diagnosed with a gluten allergy, I've a loss of sex drive and interest in sex for a while, painful intercourse for a long time, sexual intercourse does not give me pleasure and I do not orgasm, I've gotten several yeast infections, I always have to urinate, I tend to get itchy and burning around my vagina often, I get a butterfly feeling in my stomach and at times it looks like I'm pregnant and the baby is kicking, I have chronic pain everywhere; it's horrible, my hands, feet, legs, toes, and fingers go numb constantly, my eyes twitch, my lips twitch, my ears ring, my right hip goes "numb" and feels like something is pulling, I get really bad sharp stabbing pains all through my left side quite often like someone is stabbing me over and over again, I've been diagnosed with ibs, diagnosed with severe chronic migraines, diagnosed with heartburn and acid reflux (I take daily medication for the migraines and heartburn and acid reflux), I get a metal like taste in my mouth nearly all the time, my teeth have gotten horrible; I've had so many teeth pulled; its crazy I now have to get a partial plate for both my upper and bottom teeth and I need more fillings, I have horrible sinus problems, I get dizzy a lot, I'm always tired, I have no energy, I'm depressed and moody, forgetful and anxious, I get shaky a lot, my hair falls out by the handful; I use to have beautiful thick hair; now it's dry and brittle, I have hair growing like a man on my face; now that I have to pluck or use a special shaver on, my skin is dry and cracks, I'm iron, vitamin d and b12 deficient, I had to have my gall bladder out in 2010 maybe 2011 all of a sudden, my glands are always swollen, muscle spasms are insane; I now take a muscle relaxer almost daily and now I have to wear glasses for about the last 4 years bc my 20/20 vision is no longer 20/20. All this has changed since essure and I've never thought any of it was related until I did my homework.